Event description:
The plate was originally implanted on (B)(6), 2009 as part of a procedure to treat a flat foot with collapsed arch. It was removed on (B)(6), 2009 due to complications. The removal was complicated by 3 lock screws being difficult to remove. The lock screws were removed with a "broken screw removal set". The plate and screws were removed and sent for culture. The event lead to a significant increase of surgery time of about 60 minutes. Integra has requested additional info from the reporter.

Manufacturer narrative:
To date, the device involved the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.